Event description:
Device appears to be overersensing on atrial lead. Noise seen on stored egms not reproducable. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).